Manufacturer narrative:
(B)(4) no longer applies.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from manufacturer representative (rep) on 2017-jan-23 reported the revision that was originally scheduled for (B)(6) 2017 has been cancelled. It was noted healthcare professional will notify rep when it is rescheduled. It was stated rep had no further information at that time.

Event description:
Additional information received on 2017-jan-25 from a manufacturer representative reported the pocket revision was rescheduled for (B)(6) 2017. When asked to clarify pocket revision the response was "unknown." It was unknown as to when the patient first started experiencing the issue requiring a pocket revision.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving an unknown drug at an unknown dose and concentration via an implantable pump for non-malignant pain. It was reported that the patient was scheduled for a pocket revision on (B)(6) 2017. It was unknown as to what factors may have led to the issue and it was unknown if or what diagnostics or troubleshooting were performed. The issue was unresolved and the patient was considered to be "alive - no injury". The event date was unknown.